Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a puddle of liquid underneath the unicel dxc 600 synchron system. Customer reported that they could not find the source of the leak. Customer reported that the quality control results were fine. Customer reported that patient results were not affected. There was no report of adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) isolated the leak to the vacuum pumps in the hydroneumatic area. The fse found liquid in the vacuum accumulator. The fse emptied and cleaned the vacuum accumulator and primed about 30 times and could not get any liquids to enter the accumulator. The fse also cleaned liquid out of vacuum pumps. To date, customer has not contacted bec regarding any further leak.

Manufacturer narrative:
(B)(4).